Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high impedance and oversensing noise due to a lead fracture on the right ventricular (rv) lead. A rv lead helix retracting issue was also noted. On (B)(6) 2022, a radiograph and x-ray were performed and the physician elected to leave the broken piece implanted and explant the remaining rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events were noise, high pacing lead impedance, helix mechanism issue and lead was fractured. As received, a partial lead (middle portion) was returned in one piece. The reported events of noise, high pacing lead impedance, helix mechanism issue and lead fracture were confirmed. X-ray showed an inner coil fracture in between the right ventricular shock coil and the ring electrode. Lead was bent inside the body in this location. The rv shock coil was removed and lead was cut at 3.0cm distal to the proximal end of the rv shock coil to inspect possible inner coil fracture. The inner coil fracture was confirmed and the reported events of noise, high pacing lead impedance, helix mechanism issue were a direct consequence of that.